Event description:
(B)(4). Initial info for this spontaneous case was rec'd from the physician on 29-oct-2007: a (B)(6) female pt initiated therapy with injectable poly-l-lactic acid (scupltra). The reporter stated the pt was treated by a different physician. Approx four weeks ago she rec'd therapy for the "sunken look under the eyes" and developed nodules in the treatment area under her eye. No further relevant info reported.

Manufacturer narrative:
Add'l info for poly-l-lactic acid from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.